Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling vibration sensations where their implantable pulse generator (ipg) was located. When they feel the vibrations they feel their heart racing and are exhausted as a result. It was further reported that the patient had felt similar symptoms years ago that required reprogramming of the ipg. The ipg is still in use. No further patient complications have been reported as a result of this event.